Event description:
It was reported that a patient's inflatable penile prosthesis (ipp) tubing length was too short, the pump was higher than expected and the implant was undersized. The device was explanted and replaced with a more suitable size. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with an undersized implant may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100653231. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) # (B)(4).